Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the defibrillator doesn' not start up - I always reboot. There was no reported adverse patient impact.